Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were changing the infusion set every 2 days where before it was 3 days. The customer was using a pen to manage the blood glucose. The customer was also receiving a lot of alerts. An attempt to call the customer was made but there was no answer. The device will not be returned for analysis.